Event description:
It was reported that during gamma3 extraction, revision to tha was performed because the patient femoral head was necrosis. During the surgery, the surgeon forgot to loosen the set screw and tried to rotate the lag screw in the reverse direction. Then, the lag screw did not rotate and the tip of the driver was deformed. After that, the surgeon loosened the set screw and extracted the lag screw.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown u-lag screw. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: affected items were not returned for evaluation. A revision of the DHR could not be carried out as no lot-code was given. Necrosis presents a dying / dead bone, thus, bone healing did not occur. The risk analysis had considered insufficient bone healing. The threshold was not exceeded. The occurrence of necrosis is usually caused by decreased blood supply. It is primarily not associated with an implant device but is rather a result of disruption of the anatomical requirements. A correlation to the treatment (insertion procedure and / or fracture healing) cannot be excluded. However, the incidence of a necrosis is not directly contributed by an implant. Necrosis is known in the medical science. It is discussed that unstable, dislocated fractures, possibly due to technical failure at surgery may contribute to necrosis. In this case it could only be referred to available above information. A further statement was not possible. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. With available information the cause of the event was most likely based on the patient¿s condition and / or on surgical technique but not caused by a deficiency of the device. Not returned.

Event description:
It was reported that during gamma3 extraction, revision to tha was performed because the patient femoral head was necrosis. During the surgery, the surgeon forgot to loosen the set screw and tried to rotate the lag screw in the reverse direction. Then, the lag screw did not rotate and the tip of the driver was deformed. After that, the surgeon loosened the set screw and extracted the lag screw.